Event description:
The customer reported that while running an hiv-1 p24 antigen assay, ortho summit processor did not dispense solutions to well positions d2, d5, d8 and d11 and did not give an error message. A field service engineer was dispatched. No death or serious injury was assoicated with this event.